Manufacturer narrative:
On 1-sep-2023, additional information was received indicating the foot pedal did not actually become stuck, they were getting a ¿pedal stuck error¿ every time the physician stepped on it, so no ablation would actually occur. The unit would not ablate. The distance between the remote and the closest magnet was at least 4 feet. Based on the information received, the event has been reassessed as no reportable since it was confirmed the pedal was not stuck and the foot pedal problem experience is not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. As such, the h6. Medical device problem code has been updated from mechanical jam (a0506) to failure to discharge (a0707). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no catheter information was provided. Follow-up was performed and no additional information was provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) .

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator, us configuration and the foot pedal became stuck. It was reported that the ngen generator displayed a message that said the foot pedal was stuck (code unknown). Caller stated they adjusted the metal bar on the foot pedal. Caller reseated the foot pedal with no resolution. Caller also tried cleaning around the foot pedal itself with no resolution. Caller stated they stopped using the foot pedal and had to activate ablation manually on the monitor.